Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is obtained fasting tests results from meter to meter comparison of 180 mg/dl with the true metrix air and 130mg/dl with the dr's device on (B)(6) 2016 at 12:00am. The customer's expected fasting blood glucose test result range is 80-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer called about her meter reading much higher when she brought her meter to the dr's office to compare with the dr's meter on her blood sugar. The physician always has his patient check their meters with his meter to compare results and the true metrix air was reading about 50 pts higher than the physician's meter. Nothing with her medication or diet has changed. She tests her blood twice a day as a fasting and at bedtime.